Event description:
While attempting to obtain liver/hepatic liver lesion biopsy, the biopsy needle "misfired (leaving) a piece of metal sticking out of the needle. The needle is unable to fit in the guide needle and does not take a sample." The device was unusable at this point and another device was needed to obtain the required specimen.what was the original intended procedure?medical liver biopsy and hepatic lesion biopsy.device #1is this a laboratory device or laboratory test?no.